Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported seeing the poor communication screen on the patient programmer (pp), there was poor communication, and the recharger was unable to communicate with the implantable neurostimulator (ins). The low battery screen was seen on the pp, so the batteries were changed and the normal screen was seen. The last successful recharging session was on (B)(6) stimulation stopped on its own, it was no longer working, and they were no longer feeling stimulation. On (B)(6) the ins went dead and two days later the battery wouldn¿t charge anymore. On (B)(6) the consumer met with the manufacturer¿s representative (rep) who tested the pp, and it would only connect without the antenna, and there was a potential antenna jack issue. No out of box failure was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.